Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 alarms which were not reproduced due to a constant clean load point 2. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor, caused by cracks on the tail flex. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported there was no patient injury.